Event description:
It was reported that the reaching only 10% amplitude. There was patient contact but no patient injury. Additional information received on 15mar2017: the failure happened during the surgery procedure, and surgery was delayed by 30 minutes (arranged another handpiece). Linked to mfg. Report numbers: 3006697299-2017-00049, 3006697299-2017-00050, 3006697299-2017-000452 (similar problem, different patients, different handpieces).

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. The product was returned to the service centre. Reported failure was confirmed; during investigation it was observed that the stroke length fluctuated due to faulty transducer. However, the cause of the transducer failure was not determined based on the DHR documentation and service history review, damaged transducer's serial number was (B)(4) thus non-integra manufactured device. A minimum of 12 months¿ review of cusa excel handpieces part number c2602 was completed using the following key words ¿faulty transducer¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates (B)(6) 2016 to (B)(6) 2017. A total of 18 complaints were contained in the search criteria. During the time period ¿(B)(6) to (B)(6)¿, the global product usage for cusa excel handpieces was calculated as 97,901 usages, using the total quantity of cusa excel console tubing sales sold to calculate the quantity of usages. 1 tubing set is used per operation/procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of 18 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as 0.018% of procedures. This percentage is below the probability of occurrence scored in the cusa excel mdha rev. 11.0; probable (greater than 0.025% to less than 4%). No further action is required. Future complaints will be continued to be monitored and trended. The failure analysis investigation has concluded the cause of the handpiece failure was due to faulty transducer serial number (B)(4) however, the root cause of the transducer failure was not provided.

Manufacturer narrative:
Investigation completed 5/12/17. Product was not returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed, see attached in trackwise. Date of manufacture: oct-2014. Service history: no service history; this is the 1st time that the handpiece was to be returned. The DHR review has been deemed satisfactory. A minimum of 12 months¿ review of cusa excel handpieces part number c2602 was completed in complaint system using the following key words ¿product not returned¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 12-june-2016 to 12-may-2017. A total of 315 complaints were reviewed of which 28 complaints contained the search criteria and are possibly linked to the complaint incident. In addition to trending, the customer complaints review completed in complaint system identified no other complaints have been received in this period for serial number under investigation. Rate of occurrence: the quantity of 28 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as (B)(4) of procedures. Product was not returned so the evaluation was unable to be performed. Therefore, an investigation for cause was unable to be performed. If the product is returned for evaluation the complaint will be reopened and the evaluation will be completed and complaint system updated including the trending review accordingly per complaint evaluation and investigation procedure.